Event description:
Placed iabp catheter; unable to get pump to recognize the catheter. Traded pumps without successful recognition of catheter. Patient required femostop for groin post procedure and ICU overnight. Bleeding at site after loss of sheath placement.